Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (30 mg/ml) at minimum rate (0.006 ml/day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. A critical alarm was heard and the patient saw the code 8474 on the personal therapy manager (ptm). The pump logs were checked and telemetry confirmed that low battery reset and reset alarms occurred on (B)(6) 2016. The patient reported no symptom change. The pump was set back to the patient's daily dose of 4.762 mg/day and it did not reset. The cause of the low battery reset and reset alarm was not determined. Pump replacement was to occur, but the date was unknown.

Manufacturer narrative:
Analysis of the pump found ¿battery ¿ high resistance.¿ (B)(4).

Event description:
Additional information was received from a company representative which indicated that the pump was replaced.

Manufacturer narrative:
Conclusion code is no longer applicable for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.